Event description:
On (B)(6) 2015, patient underwent bilateral mastopexy; inferior pedicle using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. No concomitant procedures were done. On (B)(6) 2015, epidermolysis, right nipple areolar complex, was reported. On (B)(6) 2015, patient had procedure for skin graft to areola and was also treated with medication (bactroban cream). Resolved without sequelae on (B)(6)2016. Review by medical affairs identifies the epidermolysis as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of epidermolysis, underwent surgical intervention and treated with medications. Medical affairs has assessed the patient¿s epidermolysis as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.